Event description:
It was reported that the pulse generator exhibited noise and ams episodes. Noise had caused several false loss of capture in which the device had delivered inappropriate paces. On (B)(6) 2017, the device was reprogrammed for inappropriate output and noise would continue to be monitored. The patient experienced no adverse consequences.